Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after puncturing the electrode package in an ablation procedure, the connection tube was opened and the fracture was found. They were unable to perform the operation due to this event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after puncturing the rf electrode package in an ablation procedure, the connection tube was opened and the fracture was found. There was nothing fully detached in the device. Nothing fell into patients cavity. They were unable to perform the operation due to this event. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The inflow tubing set was not returned for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the cool tip tubing and connectors were not fractured or damaged. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.